Manufacturer narrative:
The technician found the bed only has nurse call function when the bed exit is alarming. The technician replaced the universal television power control board assembly to resolve the issue.

Event description:
The technician alleged the bed has no nurse call function. No pt impact.